Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2010. Patient has experienced aches and pain in his left hip and groin, difficulty walking more than fifteen minutes, pain in his left hip when riding in a car, an audible click in his left hip upon moving in certain directions, stiffness, difficulty with activities of daily living, and excessive levels of cobalt. Patient has not yet scheduled an explantation of the asr hip implant. Update 9/16/15 & 10/2/15 medical records received. After review of the medical records for MDR reportability, a dor was provided. The revision operative note indicated corrosion. No labs were provided for the alleged high metal ions. The stem and taper sleeve are being added to the complaint. The complaint was updated on:10/16/2015.